Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. One (1) day post-procedure (pod01), the patient presented to the emergency department (ed) for urinary retention. A foley catheter was placed, and the patient was discharged. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Impact code f23 captures the reportable event of unexpected medical intervention.